Manufacturer narrative:
(B)(4). Date sent to the FDA: 06/02/2020. . Corrected information: d3, g1, g2. Additional information: d10, h6. Additional h3 investigation summary: it was received for analysis an unopened sample of product code w2829, lot phr771. During the visual inspection of the sample, the swage and attachment area were noted to be as expected. The suture was examined along of the strand and no defects or damaged were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample, no performance pull off suture needle was found, and the tested sample met the finished goods requirements.

Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: please clarify the reported device issue 'the suture strand was not properly connected to the needle' was the needle separating form the suture thread? Or suture fraying? Or other, explain? What was done to manage the 'tearing the vessel wall' ? Did the patient have surgical time prolonged, change in procedure or post-op care due to this issue? How was case completed? Device return status.

Event description:
It was reported that a patient underwent an unknown procedure on a unknown date and the suture was used. It was reported that the suture was tearing the vessel wall and when inspected under a microscope it turned out that the suture strand was not properly connected to the needle. A like device from another batch was used to complete the procedure. There were no adverse patient consequences reported.